Event description:
Boston scientific received information that the patient implanted with this device system was vacationing out of the country and reportedly passed out. It was reported that the right ventricular (rv) lead was fractured. A revision procedure was performed and the rv lead was surgically abandoned and replaced. Upon recent interrogation, the new non-bsc rv lead safety switch had occurred, therefore rv was unipolar. All testing and measurements were within specification. The patient was reportedly asymptomatic with unipolar pacing. The lead safety switch was reset and the patient was to be seen again to verify reoccurrence.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.